Event description:
As reported in the survey, respondent #2 reported that an unknown peripheral guidewire indicated inability to complete procedure successfully by stating ¿crossing lesions.¿ also, indicated artery spasm by stating "small arteries.¿ also, indicated hematoma by stating ¿entry side hematoma.¿ also, indicated all-cause mortality by stating ¿bad protoplasm.¿ also, indicated stroke by stating ¿nothing more than expected.¿ also, indicated vessel dissection by stating "average.¿ also, indicated vessel rupture by stating ¿stent oversize.¿ also, indicated vessel perforation by stating "stent.¿ also, indicated in-hospital macce (long-term major cardiac and cerebrovascular events) by stating ¿not aware.¿ the device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported in the survey, respondent #2 reported that an unknown peripheral guidewire indicated inability to complete procedure successfully by stating ¿crossing lesions.¿ also, indicated artery spasm by stating "small arteries.¿ also, indicated hematoma by stating ¿entry side hematoma.¿ also, indicated all-cause mortality by stating ¿bad protoplasm.¿ also, indicated stroke by stating ¿nothing more than expected.¿ also, indicated vessel dissection by stating "average.¿ also, indicated vessel rupture by stating ¿stent oversize.¿ also, indicated vessel perforation by stating "stent.¿ also, indicated in-hospital macce (long-term major cardiac and cerebrovascular events) by stating ¿not aware.¿ the products were not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device, procedural films or images for analysis, the reported customer events: guidewire tracking difficulty, stroke, arterial spasm, hematoma, vessel perforation and vascular dissection could not be confirmed. These are well-known and extensively documented potential complications of percutaneous procedures. Tracking difficulty is often related to patient specific vessel characteristics. The physical manipulation inherent in this type of procedure can disrupt the vessel plaque and intima, which may lead to the reported adverse events. According to the instructions for use (IFU), never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. To prevent vessel injury or tip entrapment, use fluoroscopy when advancing/torquing the guidewire. Possible complications include, but are not limited to air embolism, hematoma at the puncture site, infection, perforation of the vessel wall. Based on the information available there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Corrected data section h6 corrected & updated complaint conclusion below: as reported in the survey, respondent #2 reported that an unknown peripheral guidewire indicated inability to complete procedure successfully by stating ¿crossing lesions.¿ also, indicated artery spasm by stating "small arteries.¿ also, indicated hematoma by stating ¿entry side hematoma.¿ also, indicated all-cause mortality by stating ¿bad protoplasm.¿ also, indicated stroke by stating ¿nothing more than expected.¿ also, indicated vessel dissection by stating "average.¿ also, indicated vessel rupture by stating ¿stent oversize.¿ also, indicated vessel perforation by stating "stent.¿ also, indicated in-hospital macce (long-term major cardiac and cerebrovascular events) by stating ¿not aware.¿ the products were not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer events ¿failure to cross, stroke, arterial spasm, haematoma, vessel perforation and vascular dissection¿ could not be confirmed. The exact cause of the reported events cannot be determined with the limited information available. User technique or patient specific conditions (bad protoplasm) may have been contribution factors. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewire manipulation/torquing should always be performed under fluoroscopic guidance. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Procedures requiring percutaneous catheter/guidewire introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include but are not limited to air embolism, hematoma at the puncture site, infection, perforation of the vessel wall.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.